Event description:
It was reported an angio-seal device was deployed without difficulty in the right femoral artery following a cerebral angiogram. Post deployment, eval of the lower extremity revealed a decrease in the right pedal pulses which progressed to right calf pain and right foot numbness. The pt was heparinized and the left femoral artery was accessed; a femoral angiogram revealed acute thrombus in the popliteal artery extending into the tibial peroneal trunk of the right leg. Localized atherosclerosis in the right common femoral artery was noted. The pt underwent angioplasty of the right common femoral artery in the region of the collagen plug with restoration of normal luminal blood flow. However; there was distal acute thrombus situated in the right popliteal artery extending into the right tibial peroneal trunk, as well as, the proximal aspect of the right anterior tibial artery. A catheter was advanced to the site of thrombus and tpa initiated at 2 mg. Per hour, however, was discontinued due to inguinal hemorrhage at the right fermoral puncture site. Under general anesthesia, the pt underwent a right femoral popliteal thrombectomy and patch angioplasty of the right femoral artery with saphaneous vein, and introperative arteriography. An incision was made above the inguinal skin crease and an arteriotomy was made; a fogarty catheter was passed as far distally and did not reach the foot due to the pt's height. An arteriotomy was made in the popliteal artery and fogarty catheters were passed distally; a small amount of clot was obtained from the posterior tibial artery and the site was closed. The femoral arteriotomy was also closed. Ischemic changes were noted and femoral angiogram revealed the common femoral artery had narrowed; the artery was reopened and a portion of the saphenous vein graft was obtained and placed over the artery. There was noted improvement in the perfusion in the foot as well as flow in the popliteal artery. All wounds were irrigated and closed. A catheter was placed into the right anterior tibial artery and tpa was laced across the clot sites and nitroglyerin was infused. Pedal pulses were restored and the foot became pink with excellent capillary refill. The pt tolerated the procedures well and was taken to the recovery room in satisfactory condition. The pt's blood pressure remained stable throughout the procedures. No hypertension was noted.